Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the insertion sheath of the angio-seal device involved was attempted to be inserted into the artery, resistance was noted. When the angio-seal device was withdrawn and observed, the insertion sheath was found to be kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. According to the physician, the work environment did not affect the opening process of the package. The physician presumes that the insertion sheath had been already kinked. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no equipment or other devices used with the above product. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - code 3211 is based upon the evaluation of user facility information and the returned sample; code 213 is based upon the outer diameter measurements of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator, and packaging were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and found to have had a kink located at the blood inlet hole. No other signs of damage or deformation to the device were identified. Dimensions were measured on the locator and hemostasis sheath and were found to have been within specification. The locator outer diameter (od) was found have been 0.091 inches, and the hemostasis sheath od was found to have been 0.116 inches. Both dimensions were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level. An action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.